Event description:
It was reported that this right ventricular (rv) lead had out of range pace impedance trends that were greater than 2000 ohms. Noise oversensing, with no pacing inhibition, was also observed. This rv lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.